Event description:
During surgery the instrument's shaft was not resulting in the pt being burned. No pt status or info has been provided.

Manufacturer narrative:
The tls2 thermal ligating shears were not returned in a timely manner and therefore no investigation could be conducted. No additional complaints of pt burns have been received for this lot number. No issues were found with the device history record for this lot number.